Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the dimming control¿s inability to perform could not be identified. However, it¿s likely the cause is related to a faulty aperture control pcb (printed circuit board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During inspection and testing, the brightness adjustment did not work due to the circuit board being stuck. The customer¿s complaint (light output is dim) was confirmed, the lamp life was expired and the lens was dirty. During inspection and testing the following was also found: the rear panel was rusted, the rear foot was rusted, the top cover was rusted, the bottom chassis was rusted, the lamp door was rusted, a worn out socket slider switch caused intermittent use of the high intensity mode, the power switch needed to be upgraded, and the unit was missing the serial number plate on the rear panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported to olympus that during a ureteral procedure the endoscopic image is visible, however the light output is dim. Disconnecting and reconnecting the endoscope would cause the light to come back fully. The procedure was completed with another device. There were no reports of patient harm associated with this event. The subject device was sent to an olympus service center for evaluation. During inspection and testing, the brightness adjustment did not work. This report is being submitted for the malfunction found during evaluation (brightness adjustment issue).